Event description:
Reportedly, the device was explanted at implant due to paravalvular regurgitation. The customer reported that on (B)(6) 2010, the aortic device was explanted due to aortic regurgitation. Paravalvular regurgitation was observed during explant. A smaller device, magna 3000j21 (s/n: (B)(4)) was implanted as a replacement. On (B)(6) 2010, sales rep learned the patient is a (B)(6) male. Through follow up with the surgeon, the sales rep also learned that after the device was implanted and while weaning from the heart-lung machine, paravalvular regurgitation was observed from the right side of the non-coronary leaflet into the left ventricle. The heart-lung machine was restarted and several stitches were added for reinforcement. However, the regurgitation was still observed. After the heart was arrested for the third time, customer tried to remove the valve and re-implant it, but a leaflet was damaged by the surgical knife during the procedure. Therefore, the device was explanted and a magna 3000j21 (same model, smaller size) was implanted as a replacement. Customer commented that this explant was not device related. A physio ii ring 5200m30 (s/n: (B)(4)) was also implanted for mitral valvuloplasty to correct mitral regurgitation in the same operation. The aortic device will be returned for evaluation. Doctor considered this explant to be a technical problem.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Evaluation is pending receipt of device.

Manufacturer narrative:
Evaluation summary: minor impression of serrated markings are noted in the cusp area of leaflet 3. The markings are most likely due to mechanical damage at implant or explant. No other visible damage noted to the leaflets. The leaflets are intact and flexible. The x-ray demonstrates an intact band and wireform. Additional manufacturer narrative: the surgeon commented that "after the heart was arrested for the third time, customer tried to remove the valve and re-implant it, but a leaflet was damaged by the surgical knife during the procedure." No evidence of this was found in our evaluation. The surgeon commented that "paravalvular regurgitation was observed during explant." Leak outside the valve, not going through the leaflets, represents regurgitant flow between the sewing ring and the aortic wall. Unfortunately, this cannot be confirmed by our evaluation. Method: x-ray.